Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Correction bolus via manual insulin injections were administered to treat elevated bg. Customer declined tandem technical support's offer to perform a pump system check. Reportedly, customer changed the infusion set and resumed pump therapy.